Event description:
Pt underwent axillofemoral vascular bypass procedure in 2004. Two weeks postoperatively, pt had fever. It was also reported that a perigraft fluid collection was evidenced by CT scans. Since fluid collection was still present one month post-operatively, drainage was performed to evacuate it. Graft remained however implanted.